Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for two episodes of supraventricular tachycardia (svt). During the second episode, the atp accelerated the patient's svt rhythm into ventricular tachycardia (vt) which required two electric shocks from the device to convert to normal. Technical services (ts) analyzed device episode data and recommended further review with physician. No additional adverse patient effects were reported. Currently, this device remains in service.